Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "handle and trial were inserted in patient. When handle was tapped in, trial and thread shaft broke inside patient. Dr used another handle to retrieve trial."